Event description:
(B)(4). Same case as MFR report #: 2134265-2011-01880, 2134265-2011-02087. It was reported that following a coronary drug eluting stenting treatment procedure, a target vessel revascularization (tvr) occurred. The index procedure treated the 70% stenosed, 3.0x6.0mm target lesion located in the proximal left anterior descending artery. Using a direct stenting technique, a 3.0x8.0mm taxus liberte was implanted resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with shortness of breath and chest pain and angiography was performed. The right posterior descending artery was treated with a 2.75mm x 12mm taxus liberte stent deployed at 18 atm's resulting in 0% residual stenosis. There was some plaque shift into the posterolateral branch resulting in 30% stenosis. Angioplasty of the ostium of the 1st diagonal branch was performed using a maverick balloon. This was initially inflated to 6 atm's with little improvement in the stenosis. It was then inflated to 10-12 atm's, there was evidence of a proximal dissection and compromise of the diagonal branch lumen which was treated with a 2.25mm x 12mm taxus atom stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Cec adjudication has listed the tvr as related to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).